Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2267 alarm. Complaint is confirmed because patient reported left a clamp open on one of the unused lines causing 2267 during therapy. The assignable cause was related to use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2267 which occurred on the homechoice (hc) during use. The registered nurse (rn) stated that an unused line was unclamped. The baxter technical service representative (tsr) had rn cycle power. The hc display press go to start. The rn would restart with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient's (hp) registered nurse (rn) on (B)(6) 2011 regarding the system error 2267 alarm. Per rn, the hp did not have any injury or harm as a result of this incident. The rn stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.